Manufacturer narrative:
The patient identifier was updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges the end user lost control of the unit due to the gears getting stuck and/or the throttle pot sticking.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Provider alleges the end user lost control of the unit due to the gears getting stuck and/or the throttle pot sticking.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges the end user lost control of the unit due to the gears getting stuck and/or the throttle pot sticking.

Manufacturer narrative:
The date of event, age, and sex were updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges the end user lost control of the unit due to the gears getting stuck and/or the throttle pot sticking.